Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke. Broken pieces were successfully retrieved. Procedure the was completed successfully.

Manufacturer narrative:
Alleged failure: fractured in 2 parts. Probable root cause: design: anchor not compatible with prepared hole size; drill design does not match anchor; anchor thread design makes insertion too difficult; inserter material/design too weak; inserter tip geometry not sharp enough for application; process: inserter, implant, or drill manufactured out of specification. Application: excessive force torquing anchor or lateral force applied during insertion; not enough axial force during insertion; use of wrong drill - improperly prepared hole; bone to hard for anchor insertion; bone not hard enough to maintain screw purchase; no pilot hole prepared; drill not inserted to proper depth. The product was not returned for investigation. Therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the screw broke. Broken pieces were successfully retrieved. Procedure was completed successfully.